Event description:
She had controller "chirping" 3x during the week. On saturday (B)(6),controller chirping alarm with high pi, controller was changed, no alarmstill 6:30am and had red heart alarm. Ramp study negative. Ldh increased.